Manufacturer narrative:
Conclusion codes applies to the implantable neurostimulator; applies to the neurostimulator recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had so much trouble charging their ins due to poor coupling that their ins would deplete to off and then they would lose therapy until they could charge back up. They explained that they had recently seen their manufacturer representative who put in "hd programming" so now they were having to recharge more frequently, which is still difficult to do so their ins has depleted to off more often and had recently gone a week without therapy because their battery is so hard to charge up or even get past 25% full. They explained they were very frustrated because when they are able to use therapy, it works so well for their pain. During the call the patient was walked through an antenna locate, and they had zero coupling bars. The caller said they had spoken with their manufacturer representative "a million times" and that they had met with them in (B)(6) some time making them aware of all the issues. The patient also stated that they believed their issue is a result of the location of their ins. Additional information received from the manufacturer representative reported that recharger not working properly issue had resolved, and the incomplete ins recharge issue had been resolved.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97754, serial# (B)(4), product type recharger. Analysis of the recharger (serial number (B)(4)) found it could not confirm the complaint, the temperature sensor circuit was tested and showed the thermometer icon at the expected level.

Event description:
The consumer reported via a manufacturer representative (rep) that they were having issues with their implantable neurostimulator recharger (insr) and it got hot while recharging. The patient also stated that they didn¿t think the insr was working properly. There were no reports of medical or therapy issues and no patient symptoms reported. Additional information received from the consumer reported that they had a lot of trouble with the charger because she was having trouble getting it to show the boxes and sometimes it took her two hours to get four boxes filled in. The patient noted she constantly repositions the antenna to get the right spot and had been given conflicting information while troubleshooting several times. The patient stated she saw the temperature screen almost every time she charged and the antenna got so hot it almost burned her. The patient reported she thought it did physically burn her because after she was done charging the skin in the area would sting after she put it on again and it had left red marks on her skin. The patient wanted the recharger replaced and was pretty sure it was malfunctioning. The patient mentioned that shoving the antenna up against her stimulator seemed to be the only way she could get coupling boxes filled in. A replacement was sent. Further information received from the consumer reported that the recharger getting hot had been resolved and it not working properly had not resolved. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.